Manufacturer narrative:
(B)(4). Date sent: 8/27/2024. Additional information was requested and the following was obtained: on e.d. States "this is the 2nd occurrence of this happening this month" was this reported before? Yes. Complaint captured under mwr(B)(4).

Event description:
It was reported that the surgeon during initial insertion of battery on ech60l the device began articulating with no buttons being touched ¿phantom articulation¿ doc hit home button and continued w case with no other phantom articulation. This is the 2nd occurrence of this happening this month. The procedure was completed successfully with no adverse consequences for the patient. No surgical delay was reported.

Manufacturer narrative:
(B)(4). Date sent: 8/1/2024. D4: batch # unk. B3: event day and month unknown. Captured as (B)(6) 2024. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. On e.d. States, "this is the 2nd occurrence of this happening this month" was this reported before? If so, can you please provide the complaint number. If this was not reported before, please provide more details of event. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.